Event description:
Customer reported device = 435 mg/dl at approximately 8:30 pm. Ambulance was called. Ambulance device = 535 mg/dl and gave customer an IV of glucose before transporting pt to the hosp. Hosp administered another IV and glucose result = 23- mg/dl. No controls used. A request was made for return product and replacement product was sent.